Event description:
On (B)(6) 2005, the dialyzer (aps-21sa) was used for hemodialysis (hd). Ten to fifteen minutes after start of treatment, blood pressure decreased (systolic blood pressure: 180 = 75 mmhg), sweaty and dyspnea occurred. After the onset of these adverse events (aes), physiological saline (100-600 ml) and effortil were administered, then these aes recovered.

Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Aps-21sa is identical model to rexeed-21s marketed in us. The used device could not be analyzed because it was discarded by the user facility. So we reviewed manufacturing records, quality records of lot# w55f5l. As a result, no abnormality was found in records. (B)(4). The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unknown cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams & wilkins, 2006.